Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open aortic valve replacement, at the last step using the intercepted suturing technique around the entire annulus, the thread broke and the pledget dislocated from the suture. The surgeon used a new suture to resolve the issue. There was no patient injury.